Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on (B)(6) 2021, there was a foreign material on groove or gap of the distal end due to insufficient cleaning. There was no report of patient injury associated with the event.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. Local service department checked the subject device and found that foreign material adhered to the forceps elevator. It was reported that the user facility had been following olympus recommendation for reprocessing. However, dirt on the distal end besides the forceps elevator was confirmed according to the inspection result by local service department. It indicated the insufficient reprocessing. Omsc therefore presumed the cause as below. - user's reprocessing and brushing processes for the forceps elevator differed from IFU recommendation. - the facility staff was less trained on usual reprocessing, device handling and/or reprocessing before returning the device for repair in accordance with IFU. The exact cause of the reported event could not be conclusively determined.